Event description:
Patient reported a left side deflation and left side implant exchange due to concerns with the product. Healthcare professional reported a left side deflation and left side implant exchange due to concerns with the product. Healthcare professional also reported left side removal due to "patient dissatified." Healthcare professional later reported baker grade iii capsular contracture. Device explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.3, b.5, b.6, d.6b, h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ deflation: not observed. ¿ unsatisfactory result: unable to observe as it is not related to the manufacturing process. As per the investigation procedure observed broken assessed as unidentified (tear) opening, wear abrasion and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported a left side deflation and left side implant exchange due to concerns with the product. Healthcare professional reported a left side deflation and left side implant exchange due to concerns with the product. Healthcare professional also reported left side removal due to "patient dissatified." Healthcare professional later reported baker grade iii capsular contracture. Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a left side deflation and left side implant exchange due to concerns with the product. Device remains implanted.